Event description:
It was reported that undersensing and oversensing were noted on the right ventricular (rv) lead resulting in inappropriate high voltage therapy and the patient experiencing discomfort. Dislodgement of the rv lead was observed, suspected to be due to implant technique. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition at the resolution of the event.